Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system a false positive result was obtained by the laboratory personnel. The customer stated that results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " I got a positive result even though there was no fungus."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system a false positive result was obtained by the laboratory personnel. The customer stated that results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " I got a positive result even though there was no fungus."

Manufacturer narrative:
H.6 investigation summary: this complaint alleges a false positive on a mgit 960 instrument (p/n 445870, s/n (B)(6)). A bd field service engineer (fse) was dispatched to investigate the equipment at the customer's request. The fse found the device operating normally without any errors. The customer's procedure was confirmed, and a calibration was performed on the instrument. As no issues were identified with the instrument, this is an unconfirmed failure of a bd product. The root cause is unknown. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 5/21/2012. Service history review was performed for the instrument and no additional work orders were observed for the complaint failure mode reported. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.